Manufacturer narrative:
H10: per good faith effort (gfe) response received 29feb2024, no repair was performed due to the customer declined service and repair. No repair performed due to the customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v200, indicating that there was an alarm for battery failure. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that an alarm for battery failure had occurred.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).